Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the needle hub was damaged (cracked) during patient use. No patient injury reported. A new set was used successfully.

Manufacturer narrative:
(B)(4). This catalog number is not sold in the us. However, the component reported in this event is included in other kit configurations that are sold in the us.

Event description:
The customer reports the needle hub was damaged (cracked) during patient use. No patient injury reported. A new set was used successfully.